Event description:
It was reported by service report that the stretcher will not raise up when pump pedal is pumped. It is unk if there was pt involvement or if there are adverse consequences to report.